Manufacturer narrative:
Per the FDA public health notification: patient burns from electric dental handpieces, issued december 12, 2007, "burns may not be apparent to the operator or the patient until after the tissue damage has been done, because the anesthetized patient cannot feel the tissue burning and the handpiece housing insulates the operator from the heated attachment." Because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803. The doctor returned four handpieces that were overheating, it is unknown which handpiece was involved in the event. This report is for the third handpiece. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a midwest e handpiece overheated and burned a patient's lip. The doctor prescribed a prescription antibiotic "clidomyce" 300mg and an ointment for burns.

Manufacturer narrative:
Functional quality and production testing was not performed since the attachment was received in non-working condition. The reported complaint could not be confirmed as an actual temperature reading was not captured.